Event description:
Pt revised for loose tibial component, osteolysis and polyethylene wear noted on insert.

Manufacturer narrative:
No products were returned for examination. Product information required to retrieve the device history records for review and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. It was noted the products were implanted for thirteen years prior to revision. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.